Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1834 showed no similar product complaint(s) from this lot number.

Event description:
It was reported the patient underwent PICC catheterization at the puncture center of our hospital on (B)(6) 2021, and was used and maintained by chemotherapy in the hospital. During the treatment, fluid from the puncture point occurred. I came to our hospital for nursing care today. During the intravenous injection, fluid from the puncture point was found. It was considered that the tube was broken. After communicating with the patient and family members, the patient and family members agreed to remove the catheter for examination. A breach was found at 19cm, the catheter was completely pulled out, the catheter was checked for breaks, and the relevant precautions were explained. After observing for half an hour, the patient had no discomfort and left the hospital safely.